Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with an infection. The implantable cardioverter defibrillator was explanted on (B)(6) 2018. The patient was stable before, during, and after the procedure. No further information was available.